Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were provided. Medical records were provided and reviewed. Approximately 11 years post deployment, patient had a shortness of breath. CT scan revealed that there was an intraluminal filling defects bilaterally, most prominent in the lower lobes, consistent with extensive pulmonary emboli. Four days followed by, CT scan revealed that there was a small amount of thrombus in the ivc appears adherent to the filter and slightly above the filter. This was consistent with non-occlusive thrombus. Therefore, the investigation is confirmed for filter limb perforation. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pe post deployment; however, the relationship with the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for filter deployment was not provided. At some time post filter deployment, it was alleged that the filter perforated the vena cava wall, aorta and several struts are located outside the confines of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.